Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient recently started experiencing small seizures. The patient had been scheduled for an appointment with the physician however it was rescheduled. It is not known if the patient has been seen by the physician to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient's vns settings were low and the cause of the increase in seizures was being attributed to the low settings. No additional relevant information has been received to date.

Event description:
The physician reported that he no longer saw the patient and had no information in regards to the patient's recent seizures. No additional relevant information has been received to date.